Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), a patient experienced blurred vision. The lens was exchanged during a secondary procedure. Additional information was requested.

Manufacturer narrative:
Additional information provided in a2 and d11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The explanted lens was returned in a small specimen cup with a screw top lid. Solution was observed on the lens. The lens was cleaned to remove the solution. The optic has a deep cracked area in the central optic zone. The optic also has scratches across the optic rings. Product history records were reviewed, and documentation indicated the product met release criteria. A qualified cartridge and handpiece were used with the lens. A non-qualified viscoelastic was indicated. The root cause cannot be determined, for the reported event. The explanted lens was damaged in the optic central area upon return. It is unknown, if the was damaged, during explant or became damaged, during implant. The viscoelastic indicated, was not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. Each lens was subjected to a 100% assessment of the power and optical resolution, during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated, due to the optic damage. Information was provided from the surgical facility, that the trifocal lens model was replaced with a non-company lens model, that was one half diopter less. The implanted lens model is designed as a four point fixation scleral sutured iol. This information regarding the choice of replacement lens may suggest that the replacement lens type and diopter was an improved selection for this patient's vision needs or preferences. The manufacturer internal reference number is: (B)(4).